Event description:
A customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed from mg/dl to mmol/l. There was no report of death or serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the letter.